Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during daily inspection, the cs300 intra-aortic balloon pump (iabp) had an optical sensor failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the optical fiber test was performed, but no fault was detected. The problem was with the broken balloon fiber. The equipment is suitable for clinical use.

Event description:
N/a.